Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the event which occurred in (B)(6) hospital in (B)(6). It was reported that the citadel plus bed frame raised and lowered without any action from the caregiver. There was no indication regarding patient involvement. No injury was reported. After receiving the communication about the malfunction occurrence, arjo representative picked up the bed from the facility and returned it to arjo service center for inspection. During bed's evaluation, the technician was not able to confirm reported malfunction, claimed failure could not be recreated. All bed's functions were working as per manufacturer's specification. It needs to be pointed out that the platform of the citadel plus bed can be lower and raised using buttons on the attendant control panel and nurse control panel. These panels may only be operated by the caregiver. Patient control panel does not allow to activate this function. The claimed citadel plus bed (serial number: (B)(4)) was checked before being distributed to the market to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. To sum up, there was no indication that the bed was used with the patient when the malfunction was observed, however played a role in the reported malfunction. The unintended movement of the bed could not be recreated during inspection, therefore it was not possible to determine the cause of the bed's movement. The bed unexpectedly raised and lowered and from that perspective, the citadel plus bed did not meet its performance specification. Although no injuries were reported in relation to the circumstances presented, the complaint was decided to be reportable, in abundance of caution, due to the allegation regarding unintended movement occurrence.

Event description:
On (B)(6) 2019 arjo was informed about the event which occurred in (B)(6) hospital in (B)(6). It was reported that the citadel plus bed frame raised and lowered without any action from the caregiver. There was no indication regarding patient involvement. No injury was reported.